Event description:
It was reported that during unpacking, a prematurely deployed stent was observed. A 5x82x120 epic vascular stent was selected for use. When opening the package, it was identified that the stent was "half out of the protection that surrounds it without being triggered". It was noted that the lock remained into its proper place of origin. No patient complications were reported as there was no patient involvement. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).